Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the foot switch of the subject device was pressed for about 5 seconds, the machine warned of an error check probe. It was found during preparation for use. There were no reports of patient harm.